Event description:
On (B)(6), 2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodialysis (cvvhd) utilizing a multifiltrate pro for renal replacement therapy (rrt) experienced blood loss after encountering error code 9040 or 9046 during treatment, which prevented the patient¿s extracorporeal blood from being returned. Follow-up documentation confirmed the patient was hospitalized on (B)(6), 2023 (admission date unknown) and undergoing cvvhd therapy utilizing the multifiltrate pro, when an internal communication error (code 9040 or 9046) occurred. The patient¿s treatment was immediately stopped, resulting in an estimated blood loss (ebl) of 250 ml. Although the specifics/timeline are unknown, the device would reportedly not allow the patient¿s extracorporeal blood to be returned. The patient was transfused (exact blood product unknown) following the blood loss event, however the definitive rationale for the transfusion remains unknown. A post-event technical examination of the multifiltrate pro confirmed a ¿cf card¿ failure occurred which could have caused the error code. The card was replaced, and the device passed all functional testing prior to being cleared for use (pending approval). Follow up information received states that the event occurred after 11 hours of treatment. The patient received one bag of red blood cells infusion immediately.

Manufacturer narrative:
Additional information provided in d9 and h3. The review of the complaints revealed that the reported failure type represents a known event. Investigation of machines files was not available due to the defective data structure; a reconstruction of the data is not possible and therefore no evaluation of the data can be performed. With the change from software v5.0 to v6.0, the data structure of the cf card was changed. During an update it was necessary to delete the old data from the cf card before executing a software update. Based on the complaint description, we assume that a 9040 error occurred. A review of the device history record (DHR) is found to be not necessarily due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Review of the repair history of the device is considered to be not necessary as error 9040 is a known sporadic software problem. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible. The 9040.1 error is considered within the scope of the product improvement. Review of the instructions for use (IFU) revealed that in the case of a screen failure or no screen response a manual reinfusion is always possible. A review of the service manual is considered to be not necessary, as the problem of defective data structure was caused by faulty handling by the service technician during the service update. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration.

Manufacturer narrative:
Correction: the g3 date in the initial MDR was inadvertently submitted as 04/19/2023, however the correct g3 date was 03/24/2023.

Event description:
On 19/apr/2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodialysis (cvvhd) utilizing a multifiltrate pro for renal replacement therapy (rrt) experienced blood loss after encountering error code 9040 or 9046 during treatment, which prevented the patient¿s extracorporeal blood from being returned. Follow-up documentation confirmed the patient was hospitalized on (B)(6)2023 (admission date unknown) and undergoing cvvhd therapy utilizing the multifiltrate pro, when an internal communication error (code 9040 or 9046) occurred. The patient¿s treatment was immediately stopped, resulting in an estimated blood loss (ebl) of 250 ml. Although the specifics/timeline are unknown, the device would reportedly not allow the patient¿s extracorporeal blood to be returned. The patient was transfused (exact blood product unknown) following the blood loss event, however the definitive rationale for the transfusion remains unknown. A post-event technical examination of the multifiltrate pro confirmed a ¿cf card¿ failure occurred which could have caused the error code. The card was replaced, and the device passed all functional testing prior to being cleared for use (pending approval). Follow up information received states that the event occurred after 11 hours of treatment. The patient received one bag of red blood cells infusion immediately.

Event description:
On (B)(6) 2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodialysis (cvvhd) utilizing a multifiltrate pro for renal replacement therapy (rrt) experienced blood loss after encountering error code 9040 or 9046 during treatment, which prevented the patient¿s extracorporeal blood from being returned. Follow-up documentation confirmed the patient was hospitalized on (B)(6) 2023 (admission date unknown) and undergoing cvvhd therapy utilizing the multifiltrate pro, when an internal communication error (code 9040 or 9046) occurred. The patient¿s treatment was immediately stopped, resulting in an estimated blood loss (ebl) of 250 ml. Although the specifics/timeline are unknown, the device would reportedly not allow the patient¿s extracorporeal blood to be returned. The patient was transfused (exact blood product unknown) following the blood loss event, however the definitive rationale for the transfusion remains unknown. A post-event technical examination of the multifiltrate pro confirmed a ¿cf card¿ failure occurred which could have caused the error code. The card was replaced, and the device passed all functional testing prior to being cleared for use (pending approval).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between cvvhd utilizing the multifiltrate pro, the internal communication error (9040 or 9046) encountered by the clinical staff, and the serious adverse event of blood loss (ebl 250 ml), which likely required the patient to receive a transfusion (blood product unknown). The patient was actively undergoing treatment when the device alarm and blood loss event occurred. Causality was attributed to the device alarms preventing the return of the patient¿s extracorporeal blood. It should be noted ¿manual¿ reinfusion is possible after encountering a 9040 or 9046 error code. However, it is unknown if there were extraneous circumstances which contributed to the patient¿s extracorporeal blood not being returned. Due to the cf card failure, all machine/treatment data was lost. Based on the totality of the information available, the multifiltrate pro cannot be excluded from having a causal or contributory role in the patient¿s blood loss event. Given the confirmed failure of the cf card, and a lack of hospital records, treatment records, device repair records or a discharge summary, this clinical investigation cannot disassociate the device from the serious adverse events.